Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-oct-2022 to 05- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets failed in auxiliary legacy full height drawer 7, specifically pocket e3, and in half height drawers 2.2 and 4.2, had e1 pockets that were not detected by the bus. A field service engineer reseated the row board cables and replaced the flat flex cable in drawer 7, as well as replaced the damaged retractor band in drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system failed to power on. During device inspection, a field service engineer found that the middle of the flat flex cable was turned into a bluish discoloration. Additionally, the flat white cable linking the controller board to the module board was experiencing power fluctuations between the two boards, and the retractor band was found to be damaged. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple pockets failed in auxiliary legacy full height drawer 7, specifically pocket e3, and in half height drawers 2.2 and 4.2, had e1 pockets that were not detected by the bus.a field service engineer reseated the row board cables and replaced the flat flex cable in drawer 7, as well as replaced the damaged retractor band in drawer 4.2 to resolve.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system failed to power on. During device inspection, a field service engineer found that the middle of the flat flex cable was turned into a bluish discoloration. Additionally, the flat white cable linking the controller board to the module board was experiencing power fluctuations between the two boards, and the retractor band was found to be damaged. There were no adverse events or injuries reported based on this incident.